Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an unscheduled emergency procedure, the user reported that x-ray was not available and fd errors were experienced. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. It was detected that after pressing the footswitch, the system detects a failure and x-ray images are unavailable. The dipp (digital image pre-processing) was resetting by itself, but the connection to the flat detector (fd) could not be established. As a result, x-ray is unavailable. After replacing the flat detector receiver board (fdr4) the system recovers. Detailed analysis showed that the issue was caused by a defective component (fpga j600) on the fdr4 board. The affected fdr4 board was exchanged by the local service organization and the error did not reoccur. No further actions are planned based on this nonsystematic event.